Event description:
When medtronic starfish suction device was removed from heart after cas, a guarter size part of the heart pulled loose. The pt was put on bypass and the tear was repaired. Twelve mins post-op, pt returned to or for continued bleeding and tamponade. The posterior lateral aspect of the heart was effected. The patient then stablized.